Event description:
It was reported that during a lap cholecystectomy, the first clip was malformed and broke in half. There was no torque applied to the device at all. The surgeon tried to fire the device outside the patient and the jaws locked and would not open. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.